Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels up the 500's (mg/dl) range and ketones. Reportedly, customer thought the infusion site may have been incorrectly inserted. Customer changed infusion site and delivered a correction bolus to treat elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.